Manufacturer narrative:
Investigation summary: eight samples were received. They came in a ziplock plastic bag, each sample came in a 1¿x 2 1/8¿ plastic container. Visual inspection was performed first with a 10x magnifier lens, on sample 3 very small like fiber was observed adhered to the needle. After that all were visually inspected using a microscope 30x. In all samples was possible to observe a very small like fiber adhered to the needle. The rest of the needle surface looks clean. The samples were sent to a laboratory with the request to perform a ftir. Due to the size of the fiber it was not possible to perform the ftir. Three photos were provided. It looks they were taken with a 100x magnification or similar magnification; it was requested to the customer what magnification they used for inspection. Photos with 20x magnification were then provided. Our visual inspections are performed at naked eye. The fiber could have got adhered to the needle in a non-controlled environment. Our inspections are performed at naked eye; none of the fibers are visible under that condition. The root cause cannot be confirmed. The source of the foreign matter is unknown. This is the 1st complaint for the lot # 8317995 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: undetermined. The source of the foreign matter is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needles ns 27ga 1in blt sq grd w/o shld experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 301643 batch no.: 8317995. While processing several cannula orders, our production team identified foreign material (fm) on the 25 ga, 27 ga, and 30 ga cannulas. We traced the contaminated cannulas to the following batches and item numbers. Our primary concern is to understand what this foreign material is, what is causing it, and how to mitigate it.